Event description:
Physician reports blanching at the treatment site during rf energy delivery. Midline lesion (only 350-400 joules) delivered. It appeared to be just above the uvula and the full thickness of the palate. As of 10/02/2000, physician has not seen pt for follow-up.

Event description:
10/1/2000 pt was seen for follow-up and dr reports the pt has eschar. No medication intervention was given. Pt did take analgesics for discomfort. This event does not appear to be life threatening or that it will result in permanent damage.